Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.0/084 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2017. On (B)(6) 2019 the lens was explanted due to lens opacity asc. Cataract surgery was performed and the problem was resolved. The cause of the event is reported as unknown.